Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an electrode migration. The external visual inspection revealed tool damage to the silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. Programming adjustments were made, however, the issue did not resolve. Device testing revealed results within normal limits. A CT revealed possible electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.